Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead alert was issued for pacing impedance measurements of over 2000 ohms on this high impedance lead. Ts discussed that this is within normal impedance range for this lead. The lv vector on the associated device was reprogrammed to optimize therapy and lead impedance alert was changed to 3000 ohms. No adverse patient effects were reported. This lead remains in service.